Event description:
It was reported on (B)(6) 2014 patient presented to the operating room. Surgeon stated that the patient had been doing pushups on his non-healed ulna, and has a non-union, and two broken screws. All hardware was removed, and patient had another open reduction internal fixation. Patient was grafted using his own iliac crest bone wedge and plated again with a 2.7/3.5 variable angle olecranon plate. Operative time was extended 30 minutes due to difficult removal of hardware. Surgery was successfully completed with no reported patient harm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of locking compression plate x-articular proximal ulna plates was processed through the normal manufacturing and inspection operations with no non conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: it is not likely to result in patient harm, the need for additional medical or surgical intervention. The MDR report ability status has been updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: 3003506883 - 2014 - 10019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.